Manufacturer narrative:
MFR's report date: 02/03/2011. (B)(4). The set was received for investigation and confirmed to have the silicone segment separated from the lower fitment. Visual inspection showed that the o-ring was assembled and dimensional inspection showed the o-ring, silicone tubing and lower fitment were all within specification. The silicon tubing and o-ring of the returned set were reattached to the lower fitment and retention tested. Results were within specification. Regular edges were observed in the silicone tubing, which indicates the tubing had been cut properly during mfg. No abnormal conditions were found to identify a root cause. Nurse identifier (B)(6), age unk, female. Customer medwatch states, the date of the event was (B)(6) 2011, however, the customer had initially reported on (B)(6) 2011 that the date of the event was (B)(6) 2011.

Event description:
Customer reported set had been primed and was infusing adriamycin at 25 ml/hr without any difficulty and later was noted to be separated at the silicone segment near the lower fitment. The nurse responded to an air in line alarm; while attempting to clear air from the line, she opened the door, removed the lower fitment, and opened the safety clamp. As she reinserted the lower fitment, it popped apart from the silicone segment and chemo splashed in her eye(s). She irrigated her eye with normal saline for 20 minutes and went to employee health for a full eye exam. No apparent damage or inflammation was noted, and there were no related vision problems. Due to the leak, the patient had an incomplete chemo dose, but no harm otherwise and no medical intervention. No add'l info was available.